Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. A 4.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, the device encountered difficulties in crossing the lesion. When the device was removed, the distal part of the mounted stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported.